Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's wife reported an unrelated error that had occurred during treatment. Review of treatment data from (B)(6) 2016 revealed an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred in drain 4, where 2,743ml drained. The reported large drain of 2,743ml was 183% over the expected drain volume which resulted in a reportable device malfunction. The patient did successfully complete dialysis treatment and additional information received from the patient's pd nurse confirmed that no adverse event had occurred.

Manufacturer narrative:
A visual inspection was performed on the returned device and an exterior visual inspection showed signs of physical damage. The catch post did not align with cassette door, and required adjustment. An internal inspection was performed and there were no discrepancies encountered in the internal inspection of the cycler. Simulated testing was performed and the device performed without failures. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The investigation found no indication of a causal relationship between the products and the patient event. During evaluation of MFR- 2937457-2016-01164 two additional events of iipv were observed in the patient's treatment history, therefore, additional medical device reports have been submitted accordingly.

Event description:
A peritoneal dialysis (pd) patient's wife reported an unrelated error that had occurred during treatment. Review of treatment data from (B)(6) 2016 revealed an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred in drain 4, where 2,743ml drained. The reported large drain of 2,743ml was 183% over the expected drain volume which resulted in a reportable device malfunction. The patient did successfully complete dialysis treatment and additional information received from the patient's pd nurse confirmed that no adverse event had occurred.